Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient felt a pricking feeling when in the doctor¿s office but now went away. The patient reported that she felt as though she was catching the leads or wires in her underwear. No further complications anticipated.